Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
A risk manager reported "PICC leaking and able to be repaired." There was no patient harm. The device is not available for return.

Manufacturer narrative:
We conducted a thorough review of the manufacturing and inspection records for this lot and found no deviations or non-conformances. No samples were returned by the customer for evaluation. Additionally, the photographic evidence provided by the customer appeared to support the reported allegation. However, without access to the device affected, we are unable to complete a thorough investigation. As a result, we cannot determine a definitive root cause or establish an appropriate corrective action at this time. Additional information provided in h.6. And h.11.